Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be inserted due to a coronary sinus dissection. It was noted that the dissection occurred when inserting a catheter. Patient was stable before, during and after the procedure.